Event description:
It was reported that the customer was hospitalized due to low blood glucose of 50mg/dl. It was reported that the insulin pump delivered 100.0 units of insulin into the customer's body. The mother stated that the customer was not connected to the insulin pump during rewind and prime. Reviewed the programming, time, and date on the insulin pump and they were correct. Advised the mother that the customer should remain on back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.